Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The power cable was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not power up. There was no report of pt injury or death.